Manufacturer narrative:
Product analysis the device was returned with the touhy-borst tightened and a guidewire still in the device, the deployed stent was returned with the device, the device and stent were confirmed as 40mm, the guidewire that was in the device was measured and read as 0.014¿, the guidewire would not remove from the device, the device was left to soak in a water bath and the guidewire came out of the device. The device was then able to be flushed, using a 20cc syringe and an in house 0.014¿ guidewire was able to move freely through the device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that during a procedure to treat the common carotid artery a physician intended to use a protege rx stent. The patient was placed in a supine position, disinfected, and covered with a sheet. After local anesthesia with 2% lidocaine, the right femoral artery was punctured and a 6f sheath was inserted. The loach guidewire and pigtail catheter were inserted into the ascending aorta for aortic arch angiography, which showed stenosis at the bifurcation of the internal carotid artery and the external carotid artery, aneurysm of the anterior communicating artery of the right hemisphere, and 90% stenosis of the opening of the left internal carotid artery. No abnormalities were found in the left hemisphere cerebral angiography. The catheter and loach guidewire were inserted into the left common carotid artery, the 6f90ci long sheath was replaced, and a 0.014 guidewire was passed through the stenotic segment of the left internal carotid artery. A spider fx was inserted at the distal end of the left internal carotid artery, and the left carotid artery was dilated with a non-medtronic balloon to prepare for insertion of the protege rx carotid self-expanding stent. After the stent entered the body and reached the position, great resistance was encountered when withdrawing the guidewire. Repeated attempts failed to solve the problem. So the guidewire and the stent were withdrawn from the body. The guidewire was continuously tried to be withdrawn. It took two people to pull it out together. The stent was taken out. It was replaced with a new 10-7 40 protege rx stent without any problem. The operation continued. Angiography was performed, the blood flow in the left carotid artery was unobstructed. The spider was removed, and the guidewire and sheath were withdrawn. The patient returned to the ward safely. No patient injury reported.